Event description:
Initial reporter indicated that the pt had an infected and exposed lead in the neck incision. Reported to be related to a "severe yelling episode two weeks ago." Surgery may be planned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.